Manufacturer narrative:
No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 27 mg/dl, which was treated with food. The customer also reported that the reservoir compartment was cracked and the act button felt worn. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.